Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found that the coating of the camera cable was peeled off and the ccd unit of the subject device got the water ingress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc considered there was the possibility this phenomenon was attributed to destroying of the electronic circuit from the camera cable damage part of the subject device with water ingress. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the unspecified procedure. The intended procedure was completed with the subject device. There was no patient injury associated with this report.